Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's current blood glucose level was 183 mg/dl. The customer was assisted with troubleshooting. The customer went to the pool and after coming out the insulin pump was no longer working. The customer reported that the insulin pump was wet inside the compartment as there was fluid present in it. The customer stated that the display was blank less than 30 seconds and did not returned after the insulin pump restart. It was also mentioned that the display was blank currently. The customer stated the contacts on the battery cap were neither missing nor damaged. The customer stated that the battery compartment and the spring were neither damaged nor corroded. It was reported that the o-ring was free of debris also the battery cap was not damaged. The customer stated that the home screen did not appear on the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.